Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a pentaray nav eco high-density mapping catheter and an occlusion occurred. The catheter was clogged and unable to uncork even with a syringe. The catheter was changed and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The catheter was returned to biosense webster failure analysis lab on november 24, 2015 and during visual inspection it was discovered that multiple rings were damaged and sharp as well as some rings had foreign material underneath. Upon request additional information was received on the event. There was no difficulty in withdrawing the catheter through the st. Jude medical swartz sl0 8.5f sheath. The returned catheter condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. This finding is indicative of a reportable event because the sharpness of the electrodes and foreign material pose a potential risk to the patient. The awareness date for this record is november 24, 2015 because that is when the damages were discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a pentaray nav eco high-density mapping catheter and an occlusion occurred. The returned device was visually inspected upon receipt and the catheter electrodes were found damaged and with a white plastic material underneath, which is why this was reported to the FDA. The catheter outer diameters were tried to be measured however it was not possible due to the several areas of damage observed. Further information received indicates that it is not known if the insertion tube was used to introduce the catheter and that an 8.5f sheath was used in the procedure. The instructions for use indicates to use the insertion tube prior to insertion and that is recommended to use a biosense webster preface® guiding sheath 8f as the distal spines may be damaged if used with a sheath that is not compatible. These conditions might contribute to the electrode damages. Due to the plastic material noticed underneath the electrodes a fourier transform infrared spectroscopy (ft-ir) test was performed and the results demonstrated that the materials analyzed correspond to a halocarbon polymer presumably containing chlorine atoms such as polyvinyl chloride (pvc). Then per the reported complaint, an irrigation test was performed and the catheter failed. Further examination revealed that the irrigation tubing was found bent at the shaft area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action was created to address the pentaray nav occlusion/leak issues. The origin of the foreign material cannot be determined.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a pentaray nav eco high-density mapping catheter and an occlusion occurred. The returned device was visually inspected upon receipt and the catheter electrodes were found damaged and with a white plastic material underneath which is why this complaint was reported to the FDA. The catheter outer diameters were attempted to be measured however it was not possible due to the several areas of damage observed. Further information received indicates that there was no resistance noticed while introducing or removing the catheter. The instructions for use indicates to use this type of catheter with the biosense webster preface® guiding sheath as the distal spines may be damaged if used with a sheath that is not compatible. The sheath used during the procedure was a competitor 8.5f. It is also unknown if the insertion tube was used to introduce the catheter into the sheath. This might contribute to the electrodes damages. A fourier transform infrared spectroscopy (ft-ir) test was performed to identify the material found underneath the electrodes and the results demonstrated that the materials analyzed correspond to a halocarbon polymer presumably containing chlorine atoms such as pvc. The origin of the pvc remains unknown but it's likely to be part of the sheath. During manufacturing process pu is applied at the electrodes edges. Then per the reported complaint, an irrigation test was performed and the catheter failed. Further examination revealed that the irrigation tubing was found bent at the shaft area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action was created to address the pentaray nav occlusion/leak issues. The origin of the foreign material cannot be determined.